Event description:
It was reported that the surgeon sat on chair ready to operate when the chair tilted forward. The surgeon got off the chair immediately and the nurse noticed that the seat section weld had snapped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.